Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va2vy7t028 implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 26-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding a trial patient with a wireless external neurostimulator (wens). It was reported that patient reported to the emergency room with an onset of severe headache after placement of his trial lead on (B)(6) 2025. Worsening headache since the lead placement, a little better with recumbency and a little worse on upright position, unrelieved with apap/caffeine/po water ad libitum, no fever/meningeal signs/blurring of vision, no relief of baseline back pain, no paresthesia & no new neurologic deficits. The patient¿s pain physician, was notified and agrees with ER physician that the patient¿s lead should be removed. According to physician, once lead was removed, patient¿s headache improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the headache was not determined. The issue has been resolved and the headache went away after removal. The devices were discarded.